Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity and moderate calcification and 99% stenosis. The xience v 3.5 x 28 mm stent was implanted and a distal edge dissection was observed. A xience v 3.0 x 15 mm stent was implanted to cover the dissection. There was no clinically significant delay in the procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.